Manufacturer narrative:
Additional information was not available from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The investigation of this event is on-going as a request has been made to the local representative for additional information.

Manufacturer narrative:
Despite multiple attempts, additional information was not available from the field. The event will be reopened if additional information is received and/or the device is returned for laboratory testing.

Event description:
Subsequently, boston scientific received information from an implant form that this device was electively explanted in (B)(6) 2012 for normal battery depletion.

Manufacturer narrative:
Upon receipt, the device was successfully interrogated by boston scientific's post market quality assurance laboratory. Engineering calculations determined that this device did meet expected longevity. All seal plugs were intact and all of the set screws moved freely. Impressions left by the seal rings of the implanted leads indicated that the leads were fully inserted into the header. No anomalies were identified during pin gauge testing. This device passed automated production testing for low voltage shock, pacing, sensing, and recording functions. High voltage shocks were not attempted due to the returned low battery voltage (2.29 volts). A review of device memory determined that high voltage shock therapy was available at the time of explant. It was concluded that this device operated normally throughout laboratory testing.

Event description:
--

Event description:
Boston scientific received information that this clinic nurse contacted technical services to request a review of a presenting electrogram (egm) from the patient's latitude monitoring system. The patient had complained of rates in the 90-100 bpm range. The egm was reviewed which showed ap-vp followed by a ventricular tachycardia (vt) event through the first half, then as-vs-pvc on the latter half. The vt rate was twice the right atrial (ra) rate. The rv pace/sense egm was flat when pacing occurred. Technical services explained that this observation was typical for paced electrograms. Consequently, technical services could not determine if the issue was loss of capture with escape beats or bigeminy. Technical services commented that the intrinsic rv rate at the end of the episode is in the 100 bpm range and the previous presenting egm was ap-vp with a flat egm (no intrinsic activity). There were no adverse events reported.